Event description:
A customer observed elevated quality control results for hdlc on the vitros 250 system. Biased results of this type may lead to inappropriate physician action. There was no report of patient harm as a result of this event.